Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The product stent protector was not returned for analysis with the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed signs of damage to the distal edge of the tip. A visual and tactile examination found multiple severe kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 4.00x38mm promus element (tm) long drug-eluting stent, the stent dislodged outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 4.00x38mm promus element long drug-eluting stent, the stent dislodged outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.